Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery to the atrioventricular branch. After pre-dilation was performed, a 2.25 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to push the device several times however, the strut of the mounted stent got lifted. The device was simply removed and the procedure was completed with a 2.25 x 20 synergy stent. No patient complications were reported and the patient's status was stable.